Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm with no cassette attached. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The review of event history log identified a "wrong cassette alarm" event. Functional testing included use testing. The pump was powered on and a cassette was attached to pump. The pump did not alarm "wrong cassette". The pup was further investigated and it was found that fluid ingression corrosion around the downstream occlusion sensor. In the event log did indicate "wrong cassette" around the time of the completed. The customer's reported problem could not be duplicated. Based on the history log evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Received information indicating that there was no patient involvement during the reported event.